Event description:
It was reported that during insertion in micu, the md noticed a crack on the introducer needle hub making it impossible to use. As a result, a new kit was opened and used without issue to successfully complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
Qn# (B)(4).